Event description:
Reporter wore patch on her back, received three burns under patch areas. She spoke to a nurse and pharmacist and they recommended peroxide and neosporin for treatment and to keep area covered. She has contacted her doctor and has an appointment with him.